Event description:
It was reported the patient underwent a left knee revision approximately eighteen months post-implantation due to pain and difficulty ambulating. During the revision, extensive scar tissue was debrided. The tibial insert was removed and replaced. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Concomitant medical products: femur cemented posterior stabilized (ps) narrow left size 9 catalog#: 42500006601, lot#: 63404897. Natural tibia cemented 5 degree stemmed left size e catalog#: 42532007101, lot#: 63827543; all-poly patella cemented 32 mm diameter catalog#: 42540200032 ,lot#: 63924942. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified that the patient was experiencing pain with the difficulty walking. During the revision cellulitis, fibrosis, and extensive scar tissue were noted. The tissues were removed. No loosening was noted during the revision surgery. Device history record was reviewed and no discrepancies were found. A review of complaint history found no additional related issues for this item and the reported part and lot combination. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.